Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing of far field r waves and resulted to inappropriate automatic mode switch (ams) episodes. Programming changes were made. The patient was in stable condition throughout the procedure.